Event description:
It wa reported that the external pulse generator (epg) shuts off on its own. This happened again with a new battery. The epg is being returned to the manufacturer for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) shuts off on its own. This happened again with a new battery. It was also reported the device would not come on at all with a new battery. The epg was returned to the manufacturer for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Lcd (liquid crystal display) is out of electrical specification (back lighting very dim). Keyboard pad is contaminated and scratched. Ring and two side bails are missing. Battery contacts are compressed. One board connector cable is out of specification (flex crimped). Battery release, lead flex cover, and battery drawer are contaminated. Ring cover and two side bail covers are broken. Upper case is broken and lower case is broken / contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) shuts off on its own. This happened again with a new battery. It was also reported the device would not come on at all with a new battery. The epg was returned to the manufacturer for repair. No patient complications were reported as a result of this event.